Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the device went offline and would not connect to any ports in the operating room. The customer stated that this malfunction caused a delay to the patient care. There were adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device went offline and would not connect to any ports in the operating room. A field service engineer (fse) had no access to the unit, requested the customer to check, and the customer found that the internet port on the wall was damaged. The customer changed the connection to another port. The fse then contacted the hospital information technology team to activate the port, and the media access control address was provided to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.